Manufacturer narrative:
B3,b6: date of event is estimated. D4: the UDI number is not known as the catalogue number was not provided. E1: physician name that reported the general comment via a presentation. E1: address- distributor details provided. Account and physician performing event were not provided. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the introducer sheath was too close and the stent inadvertently deployed/elongated into the introducer sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported in a general comment that a physician was surprised by the "departure of the supera by the introducer" [supera partially deploying in the introducer sheath and being removed with the sheath]. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.